Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during the surgery the cap came loose from the shaft. There was no harm for the patient, operator or third party. It was not necessary to switch the surgical technique. Update (B)(6) 2018: a meniscal root surgery was performed. Additional information was received that the surgery was not completed successfully because during this surgery the sleeve did not stay in place. It slid off the mark every time they tried to drill. There was no second device available during the surgery. Because of this incident, a second surgery will be necessary. They do not have a date for the second surgery as yet.

Manufacturer narrative:
The complaint was confirmed. Examination of the device shows the base is loose and rotates freely around the sleeve. It is also loose enough to be pulled back without effort about 5mm, and can be completely removed from the device with little effort. Visual inspection of the base shows no sign of damage. Signs of light wear can be seen on the bottom surface likely due to other objects hitting and rubbing on that surface. The most likely cause is excessive torque applied to the device leading to the weld failure and spinning of the sleeve/base.

Manufacturer narrative:
The complaint was confirmed that the sleeve broke off from the distal knob. Most likely cause of the event is due to the device failure and as stated in the event description not following surgical technique causing misalignment of device assembly.